Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp did not connect the patient line extension until after priming. The hp then connected to the patient line to begin therapy. The technical service representative (tsr) explained that the patient line extension needs to be connected prior to priming. The tsr assisted the hp in clearing the alarm and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This was a report for a system error 2240 where the patient connected the patient line extension after priming. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.